Manufacturer narrative:
Sensor (B)(4) has been returned and investigated. Performed visual inspection on returned sensor patch, no issues observed. Extracted data from returned sensor using approved software, sensor found to be in state 5 (normal termination). Sensor plug was fully seated. Removed sensor plug assembly and inspected sensor plug assembly, no failure mode was observed. Sensor inserted into the test fixture, reprogrammed sensor and applied current to perform linearity test. Output was within specification. Glucose count results were with in specification. No product deficiency was identified. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported receiving low readings from the adc freestyle libre sensor scan compared to readings obtained on an hcp meter. Customer reported that on the morning of october 29th, he received a reading of 2.4 mmol/l and message 'lo' (reading less than 2.2 mmol/l) twice on the sensor, and further reported he "fell down on floor" and experienced shoulder and back pain. Customer additionally reported he self treated with insulin. Paramedics were called and upon their arrival, customer was transported to a hospital where readings of 11.3 mmol/l, 11.2 mmol/l, and 11.3 mmol/l were obtained on an hcp meter. Customer reported he was diagnosed with diabetic ketoacidosis (dka), treated with insulin and intravenous fluids, and remained in the hospital until the following day. Attempts to clarify the reported self-treatment were unsuccessful. There was no report of death or permanent impairment associated with this event.